Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a force sensor error. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the right plunger case was cracked. There was evidence of the error found in the event history log. The customer reported problem was verified/duplicated. The force sensor readings were stuck at 24 pounds which was found to be the cause of the reported problem. The force sensor was replaced as corrective action. The root cause of the reported problem was unknown. The investigation was unable to determine, as no external damage to the force sensor was observed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 4000.